Event description:
Patient was revised to address pain. Update: - 11/17/2012 - the complaint has been updated based on a maude report ((B)(4)) submitted by hospital risk manager which states that, in addition to pain, reasons for the patient's (B)(6) 2012 revision included synovitis and metallosis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
**Update** - (B)(6) 2012 - the complaint has been updated based on a maude report ((B)(4)) submitted by hospital risk manager which states that, in addition to pain, reasons for the patients (B)(6) 2012 revision included synovitis and metalosis. The maude report was received on (B)(6) 2012. The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address pain.